Event description:
A customer reported that their pump triggered an altitude alarm 21, resulting in suspended insulin delivery. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support directed the customer to clean the pump's speaker holes and attempt to resume insulin delivery. The initial attempt with the existing cartridge failed, but after loading a new cartridge, the pump resumed normal operation, indicating the original cartridge had not vented properly.